Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted that the fiber bundle was wet and revealed the presence blood residue. Coagulated blood was observed between the polyurethane (pu) cut surface and the screw flanges on both ends of the dialyzer and within the dialysate compartment near the non-cavity ID end. Gross visual examination did not identify any kinked, broken, looped, or damaged fibers on the circumference of the fiber bundle. The pu material was distributed evenly and was intact, without any damage, irregularities, cracks, or other defects that would affect the integrity of the performance of the device. The dialyzer was subjected to a laboratory bubble point test and failed. An internal leak was observed on the non-cavity ID end at approximately 180º with the dialysate ports at 0º. Further destructive disassembly of the device identified a short fiber on the circumference of the fiber bundle at approximately 180º with the dialysate ports at 0º. During subsequent visual inspection, there was no observed voids, additional damage, irregularities, or defects. The complaint history review did not find any other reported complaints against the lot. An investigation of the production records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed internal leak in the non-cavity ID end of the dialyzer. The complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal leak within the arterial header end of the dialyzer. The machine alarmed as appropriate and blood was visually observed in the dialyzer, therefore, blood test strips were not needed to confirm the presence of blood. No visible damage or defect was observed with the dialyzer. The patient¿s estimated blood loss (ebl) was noted as being approximately 100 ml as the patient¿s blood was not returned. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on the same machine. The complaint device was stated to be available to be returned to the manufacturer for evaluation.